Event description:
The customer states that the aeroset system generated sodium assay results of greater than 162 mmol/l. The customer noticed a leak at the pump and changed the poppet valve and stated that results were now very low. The customer replaced the integrated chip technology (ict) module and ict probe. The customer verified that the o-rings were present at both ends of the module and that quarterly maintenance was performed in april. No leaks were noted at the syringes and the module was flushed three times after replacement. The issue continued after recalibrating the module and a service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
A field service engineer evaluated the system and resolved the issue by replacing the ict reference cup and crimped ict bulk tubing. Subsequent instrument operations and test results were acceptable. The aeroset system operations manual (list 9d06-05), section 10: troubleshooting and diagnostics; subsection; observed problems, provides troubleshooting assistance for problems related to the ict module and erratic results with probable causes and corrective actions. Instructions are also provided for the proper replacement of the ict module and probe in section 9: service and maintenance; subsection; analyzer component replacement; ict module/probe replacement. The investigation demonstrated that the aeroset system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.